Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated pairing failures when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to an ilet bionic pancreas after a new sensor insertion, despite guidance to refresh connections, toggle sensor type settings, restart the ilet, and reenter the pairing code. The user experienced an absence of continuous glucose readings with no adverse clinical symptoms reported. Outcomes included temporary loss of cgm data availability with no alerts or alarms and no reported clinical harm. User support included user-guided troubleshooting steps such as device restart, sensor type toggling settings, and reentry of the sensor pairing code. Investigation of this case revealed a persistent communication or pairing issue between the ilet and the dexcom g7, consistent with a device-to-device connectivity problem without evidence of a hardware failure of the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely transient bluetooth communication or setup error that did not reproduce during guided steps and requires user monitoring for resolution.